Event description:
The customer reported to beckman coulter (bec) that 20 ml of a clear liquid leaked from the coulter lh 750 hematology analyzer inside the lower front door and onto the countertop when running controls. The customer was not able to identify the source of the leak. A low vacuum high error was also generated in connection with this event. The operator was wearing gloves, a laboratory coat and her own personal eye protection. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this incident. No death or injury has been reported in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and located a leak at lower sheath restrictor tubing. To resolve this issue the lower sheath restrictor tubing was replaced. Failure mode was related to a leak at lower sheath restrictor tubing. However, the instrument generated a low vacuum high error that alerted customer to an instrument problem. (B)(4).